Event description:
It was reported that this right atrial (ra) lead exhibited noise. A revision was planned on lead. This ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was believed is failing due to it is nearly 33 years in service. Also, the lead over sensed. This ra lead was surgically abandoned. No new lead was implanted. No additional adverse patient effects were reported.